Event description:
It was reported that the smart control stent could only be partially deployed. There was no report of patient injury. Additional patient and procedure-related information has been requested, but has not yet been forthcoming. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.